Event description:
Same as MDR # 2134265-2013-03411 and MDR # 2134265-2013-03415. It was reported that during percutaneous coronary intervention, the motor drive unit used was unable to pullback. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal end of left anterior descending artery (lad). A bsc coronary catheter was selected and advanced to the target lesion for intravascular ultrasound. During the procedure, the motor drive unit failed to perform automatic pullback. They completed the procedure using the manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: over 60 years of age. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).